Manufacturer narrative:
Correction: on 02/18/2015, a medtronic representative went to the site to test the equipment. The hardware, software, and instruments passed the system checkout. The system was found to be fully functional.

Event description:
A medtronic representative reported that, while in a cranial procedure the hole that the reference frame screws into, on the radiolucent articulating arm, was stripped. The site was unable to attach the frame in the sterile field. The surgeon opted to continue and completed the procedure without the use of the navigation system. There was no impact on patient outcome.

Manufacturer narrative:
Patient weight not made available from the site. A medtronic representative performed a navigation system check-out, all areas passed. System performed as intended. Return requested. Replacement radiolucent frame mount arm shipped to site (B)(4) 2015. Medtronic investigation of returned suspect articulating arm finds that the threaded screw hole at the base of the part has been cross threaded damaging the first few threads. Screw cross-threaded / mechanical failure